Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was firing on its own.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Inappropriate selection of power by user, wrong default setting, power output variation, 2. Risk outputs associated with rf energy to probe for the serfas energy: a. Hardware failure, b. Software error due to hardware failure, c. Bad wire connection, d. Damaged main board, e. Damaged rf probe receptacle, f. Damage to console during shipping/ handling, g. Defective footswitch input, h. Incorrect user input, I. Defective rf probe input, 3. Risk outputs associated with rf signal to handpiece: a. Hardware failure, b. Software error due to hardware failure, c. Damaged receptacle board, d. Damaged power board, e. Front board failure, f. Loose flex cable, g. Damage to console during shipping/ handling, 4. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe was firing on its own.